Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated at first that they were doing the same, went over baseline and they were seeing improvements and they were changing less pads. Patient had multiple sclerosis. When they stand up, they voided and all voids were into a diaper. Patient was taking antibiotics and thinks that was why they had strong urges and maybe leaks. They had been drinking more due to them as well. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.